Event description:
The customer reported that the unit made a "bang" noise and subsequently failed to operate on ac power. The unit would function normally on battery power. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.